Manufacturer narrative:
This spontaneous case was reported by a consumer and describes the occurrence of medical device removal ('I'm getting uterus, tubes, cervix cut next week laproscopic assisted vaginally') in a female patient who had essure inserted. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required). The patient was treated with surgery (uterus, tubes, cervix, laproscopic assisted vaginally). Essure was removed. At the time of the report, the medical device removal outcome was unknown. The reporter considered medical device removal to be related to essure. The reporter commented: social media case. Most recent follow-up information incorporated above includes: on 18-jun-2019: this case was detected to be a duplicate to record# us-bayer-2017-247761 to which all information will be transferred. Then this record (us-bayer-2019-116807) will be deleted incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('I'm getting uterus, tubes, cervix cut next week laparoscopic assisted vaginally') in a female patient who had essure inserted. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required). The patient was treated with surgery (uterus, tubes, cervix, laparoscopic assisted vaginally). Essure was removed. At the time of the report, the medical device removal outcome was unknown. The reporter considered medical device removal to be related to essure. Concerning the injuries reported in this case, the following ones were reported via social media: medical device removal. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformance data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.